Event description:
The customer reported the display was blank.

Manufacturer narrative:
(B)(4): the customer reported the display was blank. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.